Event description:
The following information was provided: reported total right hip failure due to periprosthetic fracture requiring complete revision. Update feb/12/2026: reported total right hip failure due to metallosis, trunnionosis, and periprosthetic fracture requiring complete revision.